Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR#6000089-2007-01182. It was reported that 21 days post a drug eluting stenting treatment procedure, thrombosis occurred. At 5 days prior to the original stenting procedure, the patient presented at the hospital as an outpatient and was hospitalized due to ischemia. At 5 days later, the physician noted a complete total occlusion (100% stenosis) of the mid to distal left anterior descending (lad). The vessel was mildly tortuous and was not calcified, although the physician noted that there was a "hard fiber tissue" present. The physician gained access to the artery, and predilated the lesion with a 2.50x20mm non-bsc balloon. The balloon was inflated 4 times to unspecified atms, and there was timi-3 flow at this time. The physician attempted to advance the ivus catheter, but the catheter caught on the overlapped portion of two previously implanted overlapping stents and was unable to pass through. The physician inflated the 2.50x20mm balloon 5 times, but the ivus catheter was still unable to cross the lesion. The physician then implanted the 2.50x24mm taxus express2 drug eluting stent in the distal portion of the mid lad, deploying the stent at 9 atms for 30 seconds. Post-dilation was performed with the stent balloon at 14 atms for 10 seconds. Next, the physician implanted a 2.75x28mm taxus express2 drug eluting stent in the proximal portion of the mid lad, deploying the stent at 10 atms for 20 seconds. The physician post-dilated the stent at 14 atms for 10 seconds. The 2.75x28mm taxus stent overlapped the 2.50x24mm taxus stent. The physician then post-dilated the 2.50x24mm taxus stent with the 2.75x28 mm stent balloon at 16 atms, and the 2.75x28mm taxus stent was also post-dilated with the 2.75x28 mm stent balloon at 16 atms, and the 2.75x28mm taxus stent was also post-dilated with the 2.75x28mm stent balloon at 18 atms. At this point the peripheral blood vessel had already "shrunk" and ivus imaging catheter was unable to cross, and the procedure was stopped. The physician prescribed panaldine (200mg/day) and bayaspirin (1 tablet/day). The patient was discharged from the hospital in good condition. At 19 days later, the patient suffered from chest pain for 30 minutes. At 1 day later, the patient came to the hospital as an outpatient and tests showed t-wave inversion and troponint at 0.15ng/ml. The patient was hospitalized. At 1 day later, tests showed that the mid to distal portion of the 2.75x28mm taxus stent was totally occluded with thrombosis. The physician obtained access to the lad, but was unable to cross the lesion with a non-bsc guide catheter. The guide catheter was exchanged for another non-bsc guide, and the physician was able to cross the lesion. The stent segment was dilated 5 times with a 2.50x20mm non-bsc balloon. Inflation pressure was increased from the distal portion to the proximal portion, with the distal being dilated at 6 atms and the proximal portion at 20 atms. At this point, slow blood glow appeared and a few white thrombus were aspirated. Residual thrombus was observed inside the stent and blood flow was sluggish at this time. The stent segment was again dilated with a 2.50x20mm balloon, but the 2nd diagonal branch became occluded. The physician passed a 2.00x15mm voyager balloon through the stent and inflated it to treat the occlusion of the 2nd diagonal. The taxus stent was again dilated with the 2.50x20mm balloon, and 3mg sigmart were administered for the distal portion of the mid lad. Blood flow was re-established and the procedure was completed. The patient was discharged from the hospital 7 days later in good condition. The physician believes that the cause of the thrombosis was related both to the patient discontinuing his panaldine after suffering a headache and to the possibility that the original stent was not fully inflated to optimal pressure as the peripheral blood vessel had "shrunk" during the procedure.